Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treat pancreatic pseudocyst during an eus procedure in the stomach on (B)(6) 2016. According to the complainant, the patient had a medical history of chronic pancreatits. The patient presented with upper abdominal pain due to biliary gallstone pancreatitis. Endoscopic ultrasound (eus) revealed a 7.5 cm pancreatic pseudocyst. On (B)(6) 2016, the patient underwent eus, during which the hot axios stent was implanted satisfactorily in a transgastric position with the use of doppler. Reportedly, the target site was free of blood vessels at the time of stent placement. On (B)(6) 2016, the patient presented with melena. Computed tomography (CT) was performed, and the distal branch of the splenic artery was visible immediately adjacent to the stent. The physician suspected that the stent had eroded into the splenic artery after the pseudocyst had started to decrease in size. The patient underwent interventional radiology, where erosion was not confirmed but it was confirmed that the source of the bleed was at the site of stent placement. A coil was placed to treat the bleed. It was reported that the physician was unsure if the bloody stool was caused by erosion of the stent or due to progression of the disease. There have been no further patient complications reported as a result of this event. The patient's condition was reported to be fine.